Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2011, the patient was implanted with a rejuvenate monoblock hip stem and lfit v40 femoral head and required revision on (B)(6) 2018 due to metal related problems.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.